Event description:
The customer called for assistance with her breeze2 meter. During the call, she mentioned an incident that had taken place during (B)(6) 2011. One evening, the customer tested her blood glucose and received a normal reading (actual reading not provided). After testing, the customer took her insulin. One to two hours later, she began to feel nauseous. She got up to go to the bathroom and had to grab onto the wall. She ended up crawling the rest of the way and was also having difficulty seeing. After she got out of the bathroom, she went to the kitchen to take another insulin shot, but wasn't sure if she actually took it. She called a friend to take her to the hospital. When her friend arrived, she was unconscious on the floor. The hospital tested her blood glucose at 800 mg/dl. She received treatment and remained in the hospital for 3 days. Her insulin dosage was increased upon her release. The test strips the customer was using at the time are no longer available, so no product will be returned. A replacement contour was sent to the customer.